Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had received tone, vibrator or motor did not have power available when needed error and battery failed alarm. Customer was able to clear the alarm. The insulin pump did not receive request to rewind pump. Delivery was successful during 0.2 unit fill cannula, self test was passed. Customer stated that the battery compartment and spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.